Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient was dopey last night. On (B)(6) 2020, the patient stated that she was discombobulated this morning. (B)(6) 2020, the patient stated that she had a bad night last night. She thought the device had stopped working completely as she was going too frequently. No further patient complications are anticipated or expected as a result of this event.